Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.(B)(4).

Event description:
It was reported that the right ventricular (rv) lead had high thresholds and low sensing values. Testing at the time of upgrade confirmed the high threshold and low r waves. The lead was capped and replaced. No patient complications have been reported as a result of this event.